Manufacturer narrative:
The reported field events of high impedance and header anomaly were confirmed. The device was received for analysis. Visual inspection of the device header during x-ray imaging revealed a missing spring in the header. During electrical testing, the high voltage lead impedances were found to be high. The cause of the reported events was due to a missing spring in the header, caused by a manufacturing issue.

Event description:
During a procedure after connecting the right ventricular (rv) lead to the device, a high defibrillation impedance was observed. The rv lead was exchanged, but the defibrillation impedance was still out of range. A replacement device was used to resolve the event. The cause of the event was suspected to be due to a header anomaly on the device. The patient was stable and will continue to be monitored.